Event description:
Joa article "gross trunnion failure after primary total hip arthroplasty" banerjee et al. Report on a patient who presented 7 years post implantation with marked acute onset of left hip pain, instability, severe antalgic gait and clicking. Radiographs revealed disassociation of the femoral head from the femoral stem trunnion. The trunnion was severely worn. Local metallosis was found in the periprosthetic tissues with a mass of adverse local tissue reaction that perforated the abductor tendon. There was no evidence of osteolysis in the femur or the acetabulum. He underwent revision for the femoral component and liner. The postoperative course was uneventful.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding a dissociated head and femoral component along with metallosis involving an unknown accolade tmzf femoral stem was reported. The event was confirmed through a clinician¿s review of the x-rays and photographs. Method & results: -device evaluation and results: a visual, dimensional, functional and material analysis evaluation could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded ¿the medical article reporting the event rules out any unique design, manufacturing or material factors with the stryker product making it more at risk for this rare complication.¿ -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Joa article "gross trunnion failure after primary total hip arthroplasty" banerjee et al. Report on a patient who presented 7 years post implantation with marked acute onset of left hip pain, instability, severe antalgic gait and clicking. Radiographs revealed disassociation of the femoral head from the femoral stem trunnion. The trunnion was severely worn. Local metallosis was found in the periprosthetic tissues with a mass of adverse local tissue reaction that perforated the abductor tendon. There was no evidence of osteolysis in the femur or the acetabulum. He underwent revision for the femoral component and liner. The postoperative course was uneventful.